Event description:
Patient reported experiencing elevated blood glucose reading of 539 mg/dl on monday. Patient stated he gave several boluses on monday but his reading continued to go up. Patient reported he changed the cartridge, head set, and tubing on monday. Patient stated on tuesday his wife took him to the hospital for ketoacidosis and was admitted for 24 hours. Patient reported he was treated with an IV drip with humalog and levaquin and his readings have returned to normal range. Patient stated he switched to his backup pump and his readings are in normal range. Patient alleges his elevated readings are due to a pump delivery issue. The cartridge and infusion set that was in use during the incident were discarded at the hospital. Requested return of the suspect device for evaluation and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.